Manufacturer narrative:
Additional manufacturing narrative: other, other text: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Device not returned.

Event description:
The customer reported the panel turns off. No patient impact or consequences were reported.

Manufacturer narrative:
The returned device was evaluated. External visual inspection showed a broken thumb latch and air bubbles on the screen. The device was able to obtain readings and alarmed audibly and visually under alarm conditions. The device did not turn off by itself during testing. The air bubbles on the screen did not interfere with the ability to read the provided measurements. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.

Event description:
The customer reported the panel turns off. No patient impact or consequences were reported.